Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert and subsequently the pump battery was unable to charge. The customer's blood glucose level was 140 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.